Event description:
Surgeon voiced concerns to sales rep that combination of cocr lfit 36mm head with exeter stem caused metallosis issues as patient has had pain and inflammation around operation site . Patient has had aspiration and washout. Patient blood levels reveal high levels of chrome and cobalt . Polyethylene baring cup used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned .

Manufacturer narrative:
An event regarding pain, inflammation, and elevated blood metal ion levels involving an exeter femoral stem and metal head was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Surgeon voiced concerns to sales rep that combination of cocr lfit 36mm head with exeter stem caused metallosis issues as patient has had pain and inflammation around operation site . Patient has had aspiration and washout. Patient blood levels reveal high levels of chrome and cobalt . Polyethylene baring cup used.